Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, iol was noticeably green with little air bubbles and very sticky on the lens, cannot removed by irrigation aspiration. Additional information has been received that, lens implanted in the left eye and the patient was well and no further medical intervention required at the time of the report.